Event description:
A male patient underwent initial aaa repair in 2008. A zenith main body and two zenith iliac legs were placed without reported incident. In 2009, the patient underwent a secondary procedure due to the right iliac leg graft migrating up and creating a type 1-b distal endoleak into the aneurysm. This may have been the result of having minimal seal in the right common iliac. Another right iliac graft was implanted as an extension to seal the endoleak. There was not a lot of tortuosity or calcification. The additionally placed device successfully sealed the type 1-b distal endoleak.

Manufacturer narrative:
Event is still under investigation at this time.